Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported the system responded with instrument error during the procedure. In addition, the blade tip is broke off when the device was packaged for return. The tip is missing and will not be returned. The customer replaced the handpiece and used another device to proceed with no pt consequence.